Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited a crack in the left cylinder connecting tube; therefore, a surgical procedure was performed, during which the pump was removed and replaced. There were no patient complications reported.